Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of culture test, performed by the third-party labs: sampling date: sep 20, 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cap cover --- insulation < threshold. Light guide rod lens (2x) --- cracked. Charged coupled device cover lens --- cracked. Bending section rubber glue --- separated. Connecting tube --- buckles. Universal cord --- wrinkle. Plug unit --- damaged housing. Air/water separator --- defective. Specified angle and orientation achieved failed 130/140/130/130. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a routine control mandatory request by the french authorities, the evis exera iii colonovideoscope tested positive for 6 colony forming units (cfus) of coagulase-negative staphylococci and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The endoscope was not used for examinations while awaiting results. After the positive results were obtained, the endoscope was quarantined. The endoscope was processed once (double cleaning) before collection. The endoscope was last processed on (B)(6) 2023. The sampling was taken after storage. The device was stored in a sterile filed and not in a thermosensitive endoscope (eset) cabinet. The last date in which the subject device was used in a procedure was (B)(6) 2023.